Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reasons. The lead was successfully replaced, and no additional adverse patient effects were reported. This lbb lead is no longer in service.